Event description:
The customer obtained non-reproducible, higher than expected troponin I es results from two patient samples (patient 1= 0.160 ng/ml vs. Expected <0.012 ng/ml; patient 2= 0.140 ng/ml vs. Expected <0.012 ng/ml) processed on a vitros eci immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected tropi es patient results were not reported from the laboratory. There was no allegation of inappropriate medical action or patient harm due to the non-reproducible, higher than expected troponin I es result. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es results were obtained from two patient samples run on the vitros eci immunodiagnostic system. The investigation could not determine a definitive cause. An instrument related issue cannot be ruled out as a contributing factor. Additionally, pre-analytical sample processing or an unknown reagent issue cannot be ruled out as potential contributing factors. The root cause of this event is unknown.